Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. Protocol # 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions, with its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was observed the sample was found defective since it did not show filter nor right nor left side. The most probable root cause was during manufacturing process. As a preventive action the personnel was notified of reported defect documented under training folio.

Event description:
It was reported that immediately after opening the package, the customer noticed there was no filter attached to either side of the product. No patient injury was reported.